Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air detector sensor which was verified as a reload set message during incoming testing. A reload set message can appear with the verbiage: "reload set in air detector." The evaluator also experienced an "air-in-line!" Message during evaluation. The event history log (ehl) review was performed and revealed multiple events of "air-in-line!" Alarms and "reload set!" Messages during the last days of customer use. The cause of both issues was determined to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air detector sensor issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.